Event description:
It was reported that the customer was hospitalized on (B)(6) 2015. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated with steroids. The customer stated that the hospitalization could have been due to allergies or diabetes related issues. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.